Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor repair performed on (B)(6) 2017. According to the complainant, the suture was broken when it was loaded into the capio device. The event occurred outside the patient, before deployment of the mesh on the right side of the patient. The procedure was completed with another uphold¿ lite kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned uphold lite revealed that the suture on the blue with white stripe dilator is broken. The dart was returned with a small amount of suture attached to it. The mesh was not returned. Analysis also revealed no damage to the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor repair performed on (B)(6) 2017. According to the complainant, the suture was broken when it was loaded into the capio device. The event occurred outside the patient, before deployment of the mesh on the right side of the patient. The procedure was completed with another uphold lite kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.